Event description:
Olympus (ocg) was informed that the customer¿s high flow insufflation unit ¿front panel unfunctional ¿ buttons are not responding¿, found during preparation for use. No procedure was affected by event; no death, injury or harm was reported to olympus. The subject device will be returned for repair.

Manufacturer narrative:
The referenced unit was returned to the regional repair center. Upon inspecting and long period of testing, no problems could be confirmed with the display. The top cover is scratched. The device meets all inspection limits. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.